Event description:
Patient was revised to address dislocation. It was reported that the patient fell. The head was depuy product; however, the acetabular components were competitor product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Provided information states the patient fell and dislocated her hip. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 10/10/2016 pfs recieved, after review of the pfs for MDR reportability, there is no new information that would change the existing investigation.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges infection after first revision. Updated patient harm. Added revision hospital, surgeon and lawyer in the associated contact. Doi: (B)(6) 2011 - dor: sep 08, 2011 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot 3271793 device history review: a device history record (DHR) review was performed on legacy complaint (B)(4). No related deviations or anomalies found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.